Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a pacemaker induced cardiomyopathy and lower ejection fraction. Boston scientific technical services (ts) then discussed event. No adverse patient effects were reported.